Event description:
Reported by dr. Who was doing a turp when suddenly the porcelin tip of the resectoscope sheath cracked, and upon removing the sheath, a piece of the porcelin tip was left inside. There is no pt of practitioner injury.